Event description:
The patient contacted animas on (B)(6) 2012, stating the up and down arrow keypad buttons were sticking and intermittently unresponsive for three weeks. The keypad was reportedly intact and the pump was not exposed to water. The patient reportedly wore the pump attached to a belt and did not clean it. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the keypad rubber was intact. The up, down and ok buttons were intermittently unresponsive and the contrast button responded appropriately. There was evidence of keypad contamination found under the up, down and contrast key contacts. Unrelated to the event, evaluation revealed that the battery cap threads were stripped and the yellow o-ring was visible.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.